Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the yaw pulley. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found thermal damage at the yaw pulley and damaged conductor wire insulation. Additional observation(s) not reported by site: the instrument was found to have charring and localized melting at the yaw pulley. The instrument passed the electrical continuity test. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found frayed grip cable and thermal damage at the yaw pulley. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken cable at the tip. Completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no thermal damage observed. No arcing observed during the procedure. There was no reported injury nor adverse event.